Event description:
It was reported 12 june 2024, a large flexnav delivery system was selected to implant a 27mm, c navitor with radiopaque markers. During the procedure, the device was deployed too deep, a partial recapture was performed, the valve popped across the aortic valve. Full recapture was necessary, however the bottom of the navitor was caught on the non-abbott device. Physician tried to advance the valve across aortic valve again was unable to pass valve.the physician noted that the valve was not fully recaputed. Decision was made to bring valve back into the descending aorta and recapture. Unable to verify if the delivery system had a fish mouth to advance across aortic arch. Per the sale rep, the physician did not allowed him to instruct the physician on how used of the micro adjustment wheel to get the valve fully recaptured and requested new system. Physician requested a new valve and flex nav prepped. Delivery system was removed new on advanced. The patient is stable,

Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system was returned to abbott for analysis. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed, and all were functional with no anomalies noted. The test 27mm navitor valve was loaded into the delivery system using a test loading system, and retracted the valve into the delivery system and deployed the valve without any difficulties and with ease. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.